Manufacturer narrative:
Philips has investigated this complaint. Log file analysis confirmed a malfunctioning flexvision pc, which resulted in the system not being able to complete its start-up sequence. After replacing the flexvision pc and its hard disk and reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up correctly. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and the hard disk, reinstalled the software and returned the system to use in good working order.